Manufacturer narrative:
B5: at the time of this report, the patient has recovered from the peritonitis event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with ciprofloxacin tablet (500mg, per day, orally, ongoing, duration was not reported) and ceftazidime injection (1gm, once a day, ongoing, route not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.